Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the sensors suddenly stopped working. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated and passed visual inspection since no physical damage was observed. The unit failed continuity tests due to a short in cable between the detector circuit and inner shield, along the length of the cable. The sensor is malfunctioning and a ¿sensor off patient" error message displayed on the lab monitor.

Event description:
The customer reported that the sensors suddenly stopped working. No consequences or impact to patient were reported.